Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer stated the pump display is fading on the lower part of the screen. Customer reports it has been happening for the last 6 months. Customer¿s blood glucose was 122 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected partial display with cracked glass at the lower part of the lcd screen due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Device passed displacement test and self test.